Event description:
It was reported that the cuff of this artificial urinary sphincter was too loose; therefore, a revision surgery was performed to remove and replace the component with a smaller one. No additional information was reported.